Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station was offline due to network issue. A field service engineer reseated network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system station was offline and the device was not communicating. The customer reported that users were unable to remove medications. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.